Event description:
On (B)(6) 2013 the reporter contacted animas, alleging a history/settings issue. It was reported that a bolus was inaccurately recorded in the bolus history. A review of the bolus history showed a bolus of 26.05 units was delivered and completed on (B)(6) 2013 at 12:31 a.m. The patient¿s bolus limit was set to 20 units. Reportedly, this bolus was not delivered by the patient and the patient confirmed that their blood glucose levels were within normal limits. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/02/2016 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the pump¿s black box showed that data and histories for the event had been overwritten due to continued use of the pump. The pump was exercised for 24 hours; no un-programmed boluses were delivered or recorded in the pump history. A 10u normal bolus and a 10u audio bolus were manually performed; both were accurately recorded in the pump history. No hypersensitive keys were observed on keypad. The complaint of a history settings issue was unable to be duplicated; the pump information for the complaint date had been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.